Manufacturer narrative:
(B)(4).

Event description:
The patient reported an end of service (eos), the device was off/disabled and no longer providing therapy. The patient traveled to (B)(6) and implant went into overdischarge. The patient could not get their system to work properly. They met with a manufacturer representative (rep) to perform a physician mode recharge (pmr) and it gave it enough boost to go home and finish charging. The patient thought that the rep had fixed the issue but the patient had not been able to recharge implant. Every time they tried to charge the implant, they were seeing eos. It was stated that the patient had been told that the implant would last several years, seven to be exact. The patient indicated that they go through the va and it would take a least a month before they could see their health care professional (hcp) regarding the eos. The overdischarge occurred in (B)(6) 2015 and notified the manufacturer representative (rep) about it in (B)(6) 2016. The eos was seen on (B)(6) 2016. Other relevant medical history includes complex reg pain syndrome type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received by the manufacturer representative reporting that the manufacturer representative had been unable to interrogate the implantable neurostimulator (ins) with the clinician programmer. The patient did not have the implantable neurostimulator recharger (insr) with them. The patient believed that they saw end of service (eos) on their insr at some point but it was not clear at this point to the manufacturer representative if the ins was at eos or just overdischarged. The manufacturer representative noted that the patient possible underwent a physician mode recharge (pmr) 2-3 months ago and the ins worked for about a week after that but that the patient had not used it since then. A pmr had been scheduled for (B)(6) 2016 but it was unclear if that occurred. During the call it was confirmed that the patient had the ins reset in 2013 and started seeing eos in (B)(6) 2016. The patient had a history of overdischarges and charging issues. The patient programmer was unable to communicate with the ins. The patient could not recall if they had 3 overdischarged or not. The manufacturer representative was going to speak with the health care professional (hcp) to see if they wanted to just replace the battery or take the time to determine how many overdischarges the device had gone through. The isnr was unable to connect with the insr and it could not find the battery. The manufacturer representative reported that the hcp would be spoken to about the charging issues and possible replacement.